Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced unexplained power cable disconnect alarms while connected to the power module. The power module patient cable was replaced, but the patient continued to receive alarms. The vad coordinator reviewed the history and saw multiple unexplained power cable disconnect alarms, low speed warning alarms, as well as one pump off event. X-rays of the driveline were taken and showed a suspect area near the distal end of the driveline. The patient received a percutaneous lead replacement.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted where the MFR's investigation is completed.